Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including replacement of several parts that were leaking. The architect c4000, serial number (B)(6) was considered the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed calcium and sodium results generated on the architect c4000 instrument for two patients. The following data was provided: sample 1 sid (B)(6) 2024 . Initial calcium result 5.8 mg/dl, repeated 9.8 mg/dl, initial sodium result 114 mmol/l, repeated 143 mmol/l, sample 2 sid (B)(6) 2024. Initial calcium result 5.1 mg/dl, repeated 9.2 mg/dl, initial sodium result 112 mmol/l, repeated 139 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed calcium and sodium results generated on the architect c4000 instrument for two patients. The following data was provided: sample 1 sid (B)(6) (B)(6) 2024. Initial calcium result 5.8 mg/dl, repeated 9.8 mg/dl, initial sodium result 114 mmol/l, repeated 143 mmol/l, sample 2 sid (B)(6) (B)(6) 2024 initial calcium result 5.1 mg/dl, repeated 9.2 mg/dl, initial sodium result 112 mmol/l, repeated 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.